Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states, ¿you must enter 1 blood glucose value to calibrate every 12 hours after your first startup calibration.¿ device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg read "low", and the meter bg reading was 200 mg/dl. Reportedly, the customer has not performed a calibration every 12 hours. No additional patient or event information was available.